Event description:
Clinic notes dated (B)(6) 2013 indicate the patient's history of present illness is unchanged, with worsening seizures around the patient's menstrual cycle as eight or nine spell a day. Per the notes dated (B)(6) 2013, the patient had five seizures this month and twenty over the last three months as she passed out. The patient would lean to the right side and fell frequently during these spells. The assessments state that the convulsions are not well controlled. Notes dated (B)(6) 2013 indicate the patient's seizures had recurred ten times for the last three months. The clinic notes also indicate the patient experienced palpitations; however, this was attributed to the patient's medication. The patient is being referred for surgery; however, it is unknown if the surgery is related to these events or for another reason. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
.

Manufacturer narrative:
The initial report inadvertently did not provide this information.

Event description:
Additional information was received that the vns patient underwent generator replacement on (B)(6) 2013. The reason for the replacement surgery was not provided. Attempts for additional information have been made, but no further details have been received to date.

Event description:
The explant hospital does not return explanted devices to the manufacturer for analysis per hospital policy. The patient's pre-vns seizure frequency was 11-30 seizures per month approximately. Therefore, the recurrence of seizures as noted in (B)(6) 2013 with ten seizures in three months is below pre-vns baseline levels.